Event description:
It was reported that this left ventricular (lv) lead pacing impedance was found to be low out of range. There was also loss of capture (loc) with high thresholds noted on the right ventricular (rv) lead. The device and leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).